Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 11:30 am with a high blood glucose level of 860 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the device during the 911 call. The customer was treated in the intensive care unit. The customer stated that their insulin pump was not working but did not receive any alarms to inform the customer about the issue. The customer stated that they will call back to perform a high pressure test. The customer did not return the product back for analysis.